Event description:
It was reported the epg (external pulse generator) has a cracked screen. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) lens is cracked. Lower case, one side bail cover, and battery drawer are broken. Keyboard is scratched.